Manufacturer narrative:
Pending evaluation. Concomitant device(s): 42mm glenosphere, reverse humeral tray.

Event description:
As reported, this male patient present to the surgeon with the right shoulder dislocated. Shoulder was revised. Devices will not return due to facility policy. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability, dislocation, and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.